Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that their insulin pump received a low battery alert prior to the replace battery alert or replace battery now alarm the customer¿s blood glucose level was 230mg/dl. Troubleshooting was performed. The insulin pump will not be returned for analysis.